Manufacturer narrative:
Clinical investigation: there is a temporal relationship between the patient event of peritonitis and pd therapy on the liberty select cycler with cycler set. It is unknown if proper aseptic technique was followed by the patient during set-up of pd therapy. There is no documentation to show a causal relationship between the peritonitis event and the liberty select cycler and cycler set. Based on the available information the causal event of the peritonitis is unknown.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported on a previous customer experience that the peritoneal dialysis patient was treated for peritonitis on an unspecified date in (B)(6) 2018.

Manufacturer narrative:
Correction: preexisting medical conditions and occupation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.